Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient's son reported that the patient's life was saved due to the dexcom alerting him during a low event. It was indicated that the patient's blood glucose dropped to 50mg/dl. Patient sought medical attention for the low event. No further event details were provided. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The reported low event was not confirmed. A root cause could not be determined.